Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Upon impella cp case start, a "placement signal not reliable" alarm occurred. A sensor error was noted as a result. Correct positioning was confirmed by echo. Neither the pump nor console were replaced due to the issue. The pump was explanted after 5 hours of support. Product was returned and evaluated. The 5s parameters were all in spec and no abnormalities were found with the pump. The "placement signal not reliable" alarm did not reproduce. No logs were returned. The root cause of the optical signal issue was not determined since the issue did not reproduce with the returned product and no logs were returned. Impella cp has optical smart assist sensor and any placement signal metrics issue would be addressed as optical signal issue. So, the as investigated fm was changed to optical signal issue. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that during implant procedure, the impella cp experienced a placement signal that was not reliable and sensor error since the beginning of the procedure. No report of patient harm.